Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of the embolization coil, the coil detached without use of the controller. A snare device was successfully used to remove the detached coil, which was located between the hypogastric and the femoral artery. There was no reported patient injury. The patient is reported to be fine.